Event description:
Provider states back shell is cracked by lateral bend.

Manufacturer narrative:
(B)(4) - follow up #001. Initial (B)(4) issued MFR. Report # 9615350-2013-00018, indicting the brand name as wheelchair components, the correct name is powered wheelchair; the common device name as 890.3920, the correct device is 890.3860; the manufacturer as motion concepts when the manufacturer is invacare taylor street. The FDA registration number was reported as (B)(4) when in fact it is (B)(4) for invacare.